Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade I. Extracapsular rupture with silicone perspiration, deflation, waves, folds and rotation.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade I. Extracapsular rupture with silicone perspiration, deflation, waves, folds and rotation. The device has been explanted.